Event description:
The customer reported that a dat positive sample failed to react in the mts anti-igg,-c3d card lot # 071608005-05. The sample reacted positive (1+) using the mts anti-igg card. A false negative dat may lead to confusion in the diagnosis of anemia or misdiagnosis of a hemolytic transfusion reaction.

Manufacturer narrative:
Satisfactory results were obtained at ocd using retained and returned cards from mts anti-igg - c3d card lot # 071608005-05 and mts anti-igg card lot# 112408001-30 with the returned sample, known dat and c3d positive samples. The returned sample reacted positive (1+) with both lots tested. A complaint review indicated no other complaints have been logged against lot# 071608005-05. Batch record review was within release specifications. Incident is isolated. (B) (4).